Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they didn't really use their bladder ins or turn it on a lot and that when the "charge went away", they just "let it go". Patient stated that in the ending of 2024, their bladder ins turned off by itself and it's been 8 months since they've had a return of symptoms. During the call, agent was unable to walk patient through turning their therapy back on because patient does not have a communicator charging cord and adaptor. Agent sent a request to repair for a replacement of the power adaptor. Patient will call back once they fully charge their external devices for assistance in turning their therapy back on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the ins turning off by itself was unknown. The patient noted the likely cause of the issue as being "unit was not charged." The patient reported that they requested new charging port and cords and that the issue was resolved.